Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation procedure using a 10f sheath. Reportedly, after blood flow was observed at the marker lumen, the foot of prostyle device was deployed, and the plunger was pushed; however, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the prostyle instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, not performing the pre-close technique would not contribute to a needle to cuff miss. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).